Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient called about an inaccuracy with the sensor that eventually led to a failure. The sensor still showed inaccurate readings even after calibrating the device five times. The patient stated that the inaccurate readings caused his pump to give him insulin he didn't need, and because of this, he started to feel unwell. He stated that he feels horrible, sweaty, and stressed out. His device was showing 164 mgdl, and when he did a finger stick, he was actually at 52 mg/dl. No medications were taken at the time of the call, and the patient is monitoring his bs using a manual meter. Tech support called and spoke with the patient on (B)(6) 2025. He said he didn¿t go to the hospital on (B)(6) 2025. Instead, he gave himself a glucagon shot and ate a lot of sugar. He couldn¿t remember the exact readings on the cgm and bg when the pump gave him insulin because his cgm readings at that time were all over the place. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.